Manufacturer narrative:
Additional, changed, and/or corrected data: a4 h6. Laboratory analysis summary device photograph(s) for the device related to the reported event rupture was requested on 20-jan-2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side implant rupture. Device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture was received on jan 27, 2025. With lot number 2154968. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification ¿ rupture: missing piece of shell assessed as inconclusive. As per the investigation procedure were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side implant rupture. Device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture. Device has been explanted and replaced with another manufacture's device.